Event description:
It was reported the patient believed their device was triggering their arthritis in their wrists. It was stated the patient's wrists would have"swelling, redness, and irritation." The patient's health care provider stated the cause was disease progression and not the device system. The device system was operating normally. The patient still believed the device was triggering her arthritis and wanted the device removed, and the hcp planned to remove the device system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3777-45 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ lead product ID 3777-45 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ lead product ID 37744 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).